Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported during a hip arthroscopy procedure the surgeon was using the ar-6526s hip arthroscopy master disposable kit with blades. The surgeon inserted the nitinol wires and placed the needle over top the wires and, while pulling out the instrumentation, the wires would come out as well. The surgeon informed the rep that they believe the nitinol wires are too large for the percaneous needles. The issue with the device did not hinder the case and the procedure was completed as planned without causing harm or injury to the patient. There are no available pictures of the reported issue.